Manufacturer narrative:
(B)(4). It was reported that the single board computer (sbc) was replaced with one removed from another ventilator and the ventilator then worked normally.

Event description:
It was reported that when the ventilator was turned on it froze at the screen. There was no reported patient involvement.